Event description:
During a maintenance inspection, it was reported that the device delivered a single shock and failed to fully charge energy thereafter. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control's preliminary inspection found the wrench icon illuminated and event codes logged in the memory. Physio continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.